Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days post implant an atrial lead position check failure was noted. A chest x-ray was done and right atrial (ra) lead was observed to be dislodged in the right ventricle. This resulted in right ventricular (rv) lead oversensing. The leads remain in use. No patient complications have been reported as a result of this event.